Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom was unable to be evaluated because of a clean load point 2. The device is no longer in the as-received condition therefore additional evaluation is unavailable. The device will be monitored during the repair process.

Event description:
It was reported that a spectrum pump was not properly recognizing when the door is open. It was also reported there was no patient involvement.